Event description:
On 9/23/2005 a precision implantable pulse generator was implanted on spinal cord of pt. Due to level of pain, pt was admitted to the hosp. At 0200 hours the next day, pt was found unresponsive with no respiration. CPR called - successful, pt still unresponsive and placed on ventilator. Five days later pt was declared clinically brain dead.